Event description:
It was reported that this right atrial (ra) lead was explanted due to exhibiting impedance issues. A new lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to exhibiting high out of range pacing impedance measurements. A new lead was implanted instead. No further adverse patient effects were reported.